Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip would not form. The clips would come out as a "u-shaped." Another device was used to complete the case. There was no adverse consequence to the patient.